Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagectomy procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the suture connected with the device was "fractured." The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 7, 2024: the exact type of procedure performed was endoscopic esophagogastric varicose ligation.

Manufacturer narrative:
Block a2 (date of birth): the patient was born in (B)(6). Block e1 (initial reporter facility name): (B)(6) hospital. Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of suture was broken. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without the bands. The handle had evidence that the trip wire was secured. There were no problems found with the suture. No problems with the device were noted. The reported complaint of suture break was not confirmed. Upon analysis, the device suture was checked and there were no damages found on it. The rest of the device was also inspected and there were no damages noted on it that could have caused the suture breaks. From the product analysis point of view, the device met its intended use since the ligator housing returned with no bands on it. Based on the product analysis, it did not identify any evidence of either the alleged problems or any defect on the device; therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
Block a2 (date of birt): the patient was born in july 1966. Block e1 (initial reporter facility name): (B)(6). Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of suture was broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagectomy procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the suture connected with the device was "fractured." The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2 (date of birth): the patient was born in (B)(6) 1966. Block e1 (initial reporter facility name): (B)(6) hospital. Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of suture was broken. Block h2 (additional information): block b5 has been updated based on the additional information received on august 7, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagectomy procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the suture connected with the device was "fractured." The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 7, 2024: the exact type of procedure performed was endoscopic esophagogastric varicose ligation.